Event description:
It was reported via a presentation at the (B)(6) that the incidence of distal embolism in the jet-forward study was (B)(4). Jetstream atherectomy catheters have been selected for atherectomy procedures to treat heavily calcified lesions. Of the procedures analyzed in the jet-forward study presentation at the (B)(6) research symposium, distal embolism was reported to have occurred at a (B)(4) incidence rate. There was no reported information regarding interventions or the patient statuses following the procedures.

Manufacturer narrative:
B3: date of event was estimated based on the day boston scientific became aware of the event. Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.